Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that multiple automatic mode switching episodes due to right atrial lead oversensing were noted on a remote transmission from 20 aug 2021. No intervention was reported. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely to the clinic on 8 apr 2021 with numerous inappropriate automatic mode switching episodes due to their right atrial lead oversensing noise. No intervention was reported. The patient was stable throughout.